Event description:
A customer reported that quality control results were above assay range for chol, nbil, glu and bun on the vitros dt60 analyzer. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a reuslt of this event.